Manufacturer narrative:
It was noted that the insulin pump was received with a cracked and bleeding lcd glass. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a stained end cap sticker.

Event description:
The customer reported via phone call that he fell off his dirt bike and there is a crack behind the lcd display. Customer stated that the screen is cracked. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.